Manufacturer narrative:
No blank display noted. After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further review of the device¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the display was blank. Customer blood glucose reading was 12 mmol/l. Customer unable to clear the alarm and got question mark after inserted new battery. Insulin pump will be returning for analysis.